Event description:
The plaintiff's attorney alleged that the decedent received hemodialysis treatment on (B)(6)2011, and thereafter, experienced a myocardial infarction. The plaintiff's attorney also alleged that the decedent received hemodialysis treatment multiple times afterwards, including (B)(6) 2011, in which the decedent subsequently experienced an acute cerebral infarction. It is alleged that the decedent expired on (B)(6) 2011 as a result of the aforementioned myocardial infarction and acute cerebral infarction.

Manufacturer narrative:
This is one event of two for the same pt involving two separate products.